Manufacturer narrative:
Na

Event description:
The risk manager from the hospital, reported the alleged event, the device cannot be used because the guide was bent inside the packaging but no delay during the surgery.